Event description:
A surgeon reported that he sized for a size 33 valved graft conduit, then elected to implant a size 31. The valve was sutured in very tightly and bleeding was observed before the patient was closed. The valved graft was removed and replaced with another. The patient was reported to be doing well.